Manufacturer narrative:
The pump has not been returned to animas for evaluation. The pt declined to return the device to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt contacted animas alleging that the pump had a delayed response to ok button presses. The pt denied that the pump was exposed to moisture or that the keypad was peeling or damaged.